Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Device memory was reviewed and no faults or errors were noted. The device was in voo mode when it was received at our post market quality assurance laboratory. Review of device data confirmed the battery level had been impacted by sensing of high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed to a pacing mode with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
Additional information was received indicating this device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported.